Event description:
A review of programming history revealed that the patient's device was showing normal impedance on (B)(6) 2015. The physician reported that the patient's device was still showing high impedance when checked on (B)(6) 2015. No known trauma or manipulation occurred that caused this issue. There is no reported clinical symptoms. No known surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history was performed.

Event description:
It was reported that the patient's generator was showing high impedance (>10,000 ohms) detected at an office visit on (B)(6) 2015. X-rays were received for assessment. The connector pins of the lead could be confirmed to be fully inserted inside the connector blocks. The feedthru wires appeared intact. The electrodes could not be confirmed to be placed and secured per labeling, due to image angle and patient vagus nerve physiology. There was visualized what appeared to be a small lead discontinuity in the body portion of the lead near the strain relief region in the patient¿s neck, which may have caused or contributed to the observed high impedance. No known surgical interventions have occurred to date.

Event description:
Additional information was received confirming the high impedance allegation. The physician suspects a broken lead. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to death or serious injury.